Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range.customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. Nothing was done to address the bg level.reportedly, the customer cleaned the speaker holes and cleared the alarm however the altitude alarm recurred. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.